Event description:
It was reported that the customer had a rattle anomaly. Customer's blood glucose level was 264 mg/dl. Customer had a loose piece inside of the pump when the pump was shaken. Customer just noticed the rattle today. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer is going to be at school. No further assistance needed.

Manufacturer narrative:
Findings: pump was received with loud rattle noise during vibration due to vibrator adhesive not adhering. Unit had minor scratched lcd window and cracked reservoir tube lip.